Manufacturer narrative:
Device evaluation: results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component duplicated the reported issue and found that the exhalation differential pressure transducer pt802 was responsive to pressure input, but the output differential voltage was out of specification.

Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that error "xdcr fault" occurred when the ventilator was turned on during pre-use checks. There was no patient involvement associated with the reported issue.